Manufacturer narrative:
1. DHR/bhr review (lot#3199612): 1) this batch of products were assembled at intima ii auto line 2 in aug 2023 and packaged at r240 package line in (B)(6) 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batches used in this batch of products are (B)(4) and (B)(4). Review the incoming inspection results, no abnormalities. 2. No defective samples and photos have been received. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. Conclusion(s): no abnormality is found on process and retained sample. Since the defective sample has not been received, the relevant tests cannot be carried out, and the state of the catheter damaged is unidentifiable, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm -catheter defective / damaged. The patient was admitted on (B)(6) 2025. He was overweight, making venous puncture difficult. On (B)(6), when attempting to insert an intravenous catheter, only one upper limb could be punctured due to burn wounds on three limbs. The veins were not clearly visible, and it took four attempts at different sites before successful puncture was achieved. The puncture process was smooth, the return of blood was good, but there was blood seeping from the puncture site. When connecting the infusion set for drip administration, it was discovered that fluid was leaking from the puncture site. Upon careful inspection, it was found that the catheter tubing was leaking at the connection point with the base, necessitating the removal of the catheter. Upon re-examining the catheter and performing a flushing test, it was discovered that the tubing was leaking at the connection point with the hard seat (video available).